Manufacturer narrative:
The device history records have been reviewed with special attention to the (B)(4) subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was deployed infrarenal secondary to deep vein thrombosis on coumadin needs to come off for shock therapy. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for tilt, perforation and detachment of filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: (B)(6) 2011); (manufacturing date: 06/2008). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after a diagnosis of deep vein thrombosis. At some time post filter deployment, it was alleged that the filter tilted and embedded, limb(s) extended beyond the caval wall and a limb detached. The filter was removed percutaneously and angioplasty was performed. The detached limb remained in the ivc. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after a diagnosis of deep vein thrombosis. At some time post filter deployment, it was alleged that the filter tilted and embedded, limb(s) extended beyond the caval wall and a limb detached. The filter was removed percutaneously and angioplasty was performed. The detached limb remained in the inferior vena cava. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation review: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and eleven months post deployment, during filter retrieval, a small arm fragment remained embedded in the vena cava which could not be retrieved. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt and perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. D4 (expiry date: 06/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.